Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause could not be confirmed, investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (female gender, advanced age ¿ 85 years, moderate valvular calcification, moderate septal hypertrophy, severe access vessel tortuosity) may have contributed to the aortic dissection and subsequent sapien 3 valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), following a transfemoral tavr procedure, an aortic dissection was observed. During the procedure, resistance was felt during the insertion of a 14fr esheath due to the severely tortuous lower extremity artery. The access vessel was dilated with an introducer, and the esheath was able to be inserted without difficulty. No difficulties were observed during the delivery system insertion and valve alignment. In the fluoroscopic view, the delivery system did not seem to make contact with the wall of the aortic arch or the ascending aorta. A 23mm sapien 3 valve was deployed in a targeted 70:30 aortic/ventricular (a/v) position with nominal volume. Post dilation of the valve was performed and the paravalvular leak (pvl) was reduced to trivial. No injury or complications were detected by echocardiography or angiography. The patient was extubated and transferred to the ICU. While in the ICU, the patient complained of ¿chest distress¿ and decreased blood pressure was observed. Pericardiocentesis was performed. The hemodynamics stabilized after pericardiocentesis; however, the back pain remained. Computed tomography (CT) showed an aortic dissection extending from ascending aorta to the terminal aorta. An ascending aortic replacement was performed and the valve was explanted. The native annular valve area measured 323.0mm2 by CT. Moderate aortic valve calcification and no aortic root calcification were reported. The diameter of sinotubular junction (stj) measured 25.9mm. The diameter of the sinus of valsalva (sov) measured 21.7mm. Per medical opinion, the cause of the dissection is unknown but its entry was not likely located around the annulus. Severe access vessel tortuosity was reported.

Manufacturer narrative:
Corrected information: section d7 ¿ valve not explanted; section h6: evaluation codes; section h10: narrative text. Additional information: section f10: patient codes; section h10: narrative text. Corrected information received from our affiliate in japan indicated the sapien 3 valve was not explanted during the ascending aortic replacement surgery. The valve remains implanted in the patient. As reported by our affiliate in japan and through the japanese tavi case registry, on postoperative day (pod) 15, complete atrioventricular (av) block occurred. The patient received a permanent pace maker (ppm) and recovered within the day. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (moderate aortic valve calcification) likely contributed to the complete av block and subsequent ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.